Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a lumbar fusion procedure. It was reported that the site was unable to verify the elevate instrument. It was indicated there was a need to angle the handle laterally for a little bit. There was no patient impact.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Software function as designed.

Manufacturer narrative:
Correction: adding proper codes.